Event description:
The physician was performing a standard ivc filter removal. He had the hook of the filter snared and was in the process of collapsing the snare. It was noted that ingrowth around one of the filter's legs was present. The physician pulled back on the inner sheath and then out, the hub of the outer sheath pulled off with it. The hub completely separated off the outersheath all together and remained with the inner sheath. At this point, the physician pulled everything out of the pt leaving only the outersheath, he immediately hooked a syringe to the sheath to keep it from back bleeding. Filter was retrieved and there was no harm to the pt.

Manufacturer narrative:
Separates is not listed in the instructions for use. Event is still under investigation.